Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 11/12/2015 with the following findings: the audio alarms were not working when the pump powered on. The piezo contacts were not connecting to piezo. When the contacts were realigned, the pump¿s audible function worked properly. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump had no audio tones due to a misaligned piezo contact. This report is made based on results of investigation completed on 11/12/2015.